Manufacturer narrative:
This report will be updated when investigation is complete. Trends will be evaluated. This is the same event as 3010536692-2015-01351, -01352, -01354.

Event description:
Allegedly, patient was revised due to: corrosion; osteolysis; bone loss: left.

Manufacturer narrative:
Complaint database was reviewed and no trend for item/lot was identified.